Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The customer states that there was a "vent service required error and failing pm". At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging vent service required error and failing pm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation, but before the evaluation was initiated the customer requested the device to be returned unrepaired. The device returned unrepaired to the customer.